Event description:
Additional information was received that approximately 6 weeks later, a revision procedure was performed. A routine device changeout was conducted and as the atrial sensing was within normal range, the decision was made to leave the atrial lead implanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow up visit, this atrial lead exhibited impedances greater than 2,500 ohms and loss of capture. The impedances had been out of range since the previous follow up visit. The lead was reprogrammed to unipolar configuration and the impedances were 460 ohms. It was suspected that the lead had been damaged or crushed. The lead remains implanted and the patient was to be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
The atrial lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
The atrial lead remains implanted.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.